Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter exhibited a blockage in the flush lumen. During a pulse field ablation (pfa) procedure a farawave pulsed field ablation catheter was used. It was noted that the flush lumen was blocked. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.